Manufacturer narrative:
Complaint statement (B)(4): received 1rk 456279/b210233f for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated.

Event description:
Customer states tubes are overfilling. The tubes are overfilling (greater than 10% past fill mark) almost to the bottom of the cap. This is causing invalid results as there is too much plasma sitting on top of the cells. The invalid results occur when the tube is used by blood bank on the immucor echo instrument. There has been no recent service to the echo. Tubes are collected with vacutainer, straight needle and syringe. If collected with a syringe, a blood transfer device is used to fill the tubes as per IFU. No photos available but will ask staff to take pictures moving forward.